Manufacturer narrative:
Device evaluated by MFR: promus elite mr 32 x 3.00mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. Stretching throughout the shaft polymer extrusion was identified. Markerband was intact and undamaged. A microscopic examination of the stent was found damaged and detached. The stent struts were severely stretched. Balloon cones were reviewed, and no issues were noted. A microscopic examination of the tip found no issues.

Event description:
Reportable based on device analysis completed on 11-feb-2026. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 3.00 promus elite mr drug-eluting stent (des) was advanced but failed to cross the lesion. The procedure was completed with a non-boston scientific device. No patient complications were reported, and patient was doing well post-procedure. However, returned device analysis revealed stent detachment.